Event description:
The ge oec 9800 fluoroscopy system displayed battery charger failure on system boot-up.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the power cap module and battery pack to restore functionality. No system issue. Key switch was in standby position. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.